Event description:
It was reported that during an implant attempt, the helix of the active lead was out before the rotations during lead positioning and was not going inside during anticlockwise rotations. This lead was not used and a tined lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix was pulled/stretched/overstressed. The distal electrode was covered with blood. The visual summary noted damaged at implant. The analyst commented, the lead was returned with the helix stretched. Due the condition of the returned lead, the helix extension/retraction/length testing could not be performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.